Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the issue was resolved using original pump supplies and the pump began charging normally, so no further assistance was required from technical support.